Event description:
Hill-rom received a report from the account stating the head section would not lower when CPR lever was used. The bed was located in ICU 5 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the hydraulic manifold was bad. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance records showed hill-rom performed preventative maintenance no this bed from 2009-2015. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the hydraulic manifold to resolve the issue. Based on this information, no further action is required.